Event description:
There was an allegation of questionable bicarbonate liquid results from the cobas c 703 analytical unit. The initial result was 9.91 mmol/l, which was transferred to a doctor. As the result did not align with the clinical picture, a repeat test was requested. The repeat result was 22.4 mmol/l, which the customer felt better corresponded to the clinical picture.

Manufacturer narrative:
The cobas c 703 analytical unit serial number was (B)(6). The investigation is ongoing.